Event description:
Routine pacemaker remote follow up showed premature battery drain. Confirmed with bsc tech support. Pacemaker is under advisory for hydrogen premature battery drain. Patient seen in office with reprogramming to ddi 30 bpm with plan to see patient in 1 month to assess pacing needs and future plan.